Event description:
Rn was drawing blood off a central line with 10cc syringe and noticed blood leaking. We found 3 10cc syringes cracked in the patient cart with lot# 3264592. Syringe package was saved. We had 4 syringes total yesterday that were cracked. 2 had to be discarded as they were soiled by patient blood.